Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Device worked fine but patient could not use the pump properly. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.